Event description:
During the procedure for flushing a central line with heparin, patient experienced sulphuric taste, low blood pressure/ lightheaded. Reviewed heparin sources and there was a change from bd to excelsior medical. Bd says made in the USA. Excelsior says made in USA from imported and domestic materials. Heparin is supplied by (B)(4). Phone (B)(6). Lot number of flushes is 3143185, emz50051240. Patient has a clotting disorder at risk for any change in the clotting cascade. Patient takes pradaxa 2x day as blood thinner. Cbc is usually in range without being high.